Manufacturer narrative:
Intuitive surgical, inc (isi)received the unit involved with this complaint and completed the device evaluation. The reported errors were confirmed during failure analysis. A flat flex cable on the ecm will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the customer experienced a non-recoverable fault. The customer was instructed by the intuitive surgical, inc. (Isi) technical support representative to remove the instruments, emergency power off (epo) and cycle the breaker on the patient side cart (psc) and the surgeon side cart (ssc). The customer attempted to further troubleshoot but the issue persisted. At that time, the customer decided to complete the procedure using another psc. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the endoscopic camera manipulator (ecm) to resolve the fault experienced by the customer. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.